Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while stapling the stomach, during the first firing using a 45 millimeter reload the surgeon said the firing was quite difficult so he stopped the firing half way through and switched to a 60 millimeter black reload and in this firing the handle was hard to fire still and the handle cracked near the end of the staple line but the staple line was still complete. The surgeon asked for a new handle and reload for the next firing. He said when he fired this reload the handle could squeeze to 60mm however he thought there was a 45millimeter reload on. The surgeon said that the end of the staple line did not look good so he oversewed it. He said he was confused as to why the handle could progress to 60millimeter when there was a 45millimeter reload on and wondered if this would cause the issue at the end of the staple line. In subsequent firings the surgeon thought he had a 60millimeter reload on but it only fired to 45millimeter.

Manufacturer narrative:
Concomitant medical products: sigtrsb45amt (brand name: sigtrsb45amt 45mm med thk reinforced rel, lot number: unknown); sigtrsb60axt (brand name: sigtrsb60axt 60mm xtr thk reinforced rel, lot number: unknown). If information is provided in the future, a supplemental report will be issued.